Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc and experienced a vascular occlusion.

Manufacturer narrative:
Suspect product: lot number 963/3. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.